Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) displayed noise and measured a high, out-of-range shock impedance one day post-implant. An invasive examination revealed an incomplete setscrew connection. The setscrew was seated and the issues resolved.